Event description:
Additional information from the hcp reports the pt was experiencing symptoms of shortness of breath, fluid retention, and swelling. The pt is reported to have recovered without sequela.

Event description:
The pump was explanted and returned to the manufacturer for analysis. No reason for the explant was given.